Event description:
The customer reported that the unit could not analyze 12-lead ECG.

Manufacturer narrative:
The philips field service engineer confirmed the failure, noted that the software was not fully loaded. The philips field service engineer resolved the reported issue by reloading the software.